Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limb vein. An angiojet zelante was used in a thrombectomy procedure. During the procedure while in thrombectomy mode, the catheter failed to let anything pass since it was plugged. There was no error message displayed and no visible defects noted on the catheter. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.